Event description:
A customer reported that the unit of measurement setting on their freestyle flash blood glucose monitor changed. The customer observed an error 4 message on the insertion of a test strip. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.